Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10504453. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10572625. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an implant procedure on (B)(6) 2024, the patient began experiencing headaches due to a cerebrospinal fluid leak that was not visualized during the procedure. As a result, a blood patch was performed to address the issue. The patient¿s symptoms have since been resolved. It is unknown which lead is liable.